Event description:
The user facility reports that the device came apart during surgery. There was no pt injury reported. Additional info has been requested.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident. Correspondence should be sent to: integra lifesciences corp.